Event description:
After and abdominal hysterectomy surgery in the post-anesthesia care unit (pacu), a thermacare heating wrap was applied to the patient's abdomen at (B)(6) in the morning. At 8:00 in the evening when the wound was assessed by the night nurse, the abdomen was red warm and there was a purple/red blister.